Event description:
It was reported that the discharge schedule of the patient from the hospital, has been extended due to the occurrence of bleeding in the internal part of the pocket after subcutaneous implantable cardioverter defibrillator (s-ICD) replacement. This s-ICD remains in service. No additional adverse patient effects were reported.